Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during a clinic visit the silastic covering on the percutaneous lead near the controller end was torn. The wires were intact but exposed. Rescue tape was applied and a clam shell covering was scheduled.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the distal bend relief requiring a clamshell repair was confirmed through an onsite evaluation performed by an abbott technical services representative and confirmed via photograph. The account communicated that during a clinic visit the silastic covering on the driveline near the controller end was torn. The wires were intact but exposed. The account reported that rescue tape was applied, and a clam shell covering was scheduled. According to the account, the clamshell repair was completed on (B)(6) 2022. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 26jun2017. Heartmate ii lvas IFU is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. Heartmate ii lvas patient handbook is also available. The heartmate ii lvas patient handbook addresses how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.